Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. The device was returned for eval. The outer catheter was broken approx 55 mm from the strain relief and stretching was noted around the break. The stent graft was partially deployed and protruded approx 23 mm from the tip of the outer catheter. Several struts of the stent graft were bent and were protruding through the eptfe coating of the stent graft, which may have been a result of trying to retract the partially released stent graft through the introducer sheath. The investigation is confirmed for partial deployment and an outer catheter break. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Event description:
It was reported that during deployment of an endovascular stent graft, resistance was encountered and the stent graft could not be deployed. Another stent graft was used to complete the procedure. There was no pt injury reported.